Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the purple image was caused by a faulty charge coupled device unit. However, the definitive root cause of the faulty charge coupled device unit could not be determined. It is possible that the issue was caused by unacceptable tension in the area of the charge coupled device unit assembly due to the use of an adhesive not adapted to the load and temperature collective, due to asymmetrical alignment of the spring before the bumper sleeve was joined, or pre-existing damage to the charge coupled device unit holder assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a video telescope had a purple image. The reported issue was found before a procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, the reported issue was confirmed. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.